Event description:
It was reported that during a laparoscopic cholecystectomy procedure, one device was not closed and two devices were sticking when closing. A fourth device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Device b: other #: g9jk66 (batch #); exp date: 02/06/2015; manufacture date: 3/6/2010. (B)(4): floor, damaged jaws. Device (a) was received with the floor broken; the device was tested for functionality and it fired the remaining clips conforming. No conclusion could be reached as to what may have caused the found condition of the floor. Device (b) was received with the left jaw bent. The device was tested for functionality and the clips were ejected due to the condition of the device. Possible causes for the found condition may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. Please reference the instruction for use for more information. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.